Event description:
Customer alleged blood glucose results of 535 mg/dl and 235 mg/dl when testing was performed back-to-back on the aviva system. Customer reported no symptoms. Customer reported calling a hospital help-line and being advised by an rn to take an extra glucotrol tablet, which he did. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.